Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape, act and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump were unresponsive at times and stick. Customer's blood glucose level was not known at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.